Event description:
It was reported the system cine function was non operational, thereby losing subtraction, road-mapping, or other critical vascular cine functions. There was no pt injury or death reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of pt or staff injury was reported.